Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors twice. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump failed to alarm her with a no delivery alarm when cannula was bent, a couple random no delivery alarm causing her to change out set to clear the alarm and rewind seemed slower than in the past. Customer declined helpline. The device will not be returned for analysis.